Manufacturer narrative:
Block e1: initial reporter's address 1: (B)(6). Block h6: problem code 3009 captures the reportable event of stent positioning problem. Block h10: a fully deployed wallflex biliary rx covered stent and delivery system were returned for analysis. Visual examination of the returned device found the outer sheath was kinked at the end of the stiffening mandrel. The inner member and clear outer sheath were also kinked at the guidewire access sheath (gas) section. The stent was measured to be within specifications. No other issues with the stent and delivery system were noted. The damages noted to the delivery system may have been a result of device manipulation post procedure outside the patient. Taking all available information into consideration, the investigation concluded that the reported event is likely due to procedural factors such as handling of the device, the technique used by the user, and normal procedural difficulties encountered during the procedure, which limited the performance of the device. Therefore, the most probable root cause is adverse event related to the procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly, and performance specifications at the time of release for distribution.

Event description:
It was reported to boston scientific corporation on september 18, 2019 that a wallflex biliary rx fully covered stent was to be used to treat a 2-3 cm stricture caused by choledochal tumor in the common bile duct during a biliay stent placement procedure performed on (B)(6) 2019. Reportedly, the patient's anatomy was not tortuous and was not dilated prior to stent placement. According to the complainant, during the procedure, the stent moved out of its position after deployment. The stent was removed with forceps and another wallflex biliary stent was used to complete the procedure. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on september 18, 2019 that a wallflex biliary rx fully covered stent was to be used to treat a 2-3 cm stricture caused by choledochal tumor in the common bile duct during a biliay stent placement procedure performed on (B)(6) 2019. Reportedly, the patient's anatomy was not tortuous and was not dilated prior to stent placement. According to the complainant, during the procedure, the stent moved out of its position after deployment. The stent was removed with forceps and another wallflex biliary stent was used to complete the procedure. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.